Manufacturer narrative:
The hill-rom technician found the front wheels were broken and needed to be replaced. The periodic inspection manual for liko mobile lifts (3en371001-4) states under check point 3. "Casters-wheels": roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not tum and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account will replace the caster to resolve the issue. Based on this, no further action is required.

Event description:
Hill-rom received a report from the hill-rom account executive stating that the caster fell off the lift. The lift was located at the account. There was no patient injury reported. The report was filed in our complaint handling system as complaint #(B)(4).